Event description:
It was reported to boston scientific corp in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed on the event date. According to the complainant, approx fifteen minutes into the procedure, the prolieve catheter displayed a "water pressure too-low" error message. In addition, a "popping" noise was heard. The catheter was removed and the anchor balloon was deflated. The physician aborted the procedure and rescheduled the pt. F/u confirmed there were no detached balloon parts and no intervention was required. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number for the prolieve thermodilatation kit is not known; therefore, the device MFR date and expiration date cannot be determined. The complainant indicated that the device has been disposed of and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.